Event description:
Patient's device was turned off prior to robot-assisted left ventricular (lv) lead replacement. During port placement and before robot docked, the patient entered ventricular fibrillation and was externally shocked three (3) times. The procedure was expedited with lead placement through mini anterior thoracotomy. Post op, the tech placed the programming head over the device and saw the settings were not the same as pre op. The device had to be reprogrammed as if it were just "out-of-the-box." After further investigation it appears to be an operator error that caused the settings to have changed. It looks like the technician went into the incorrect screens and turned the therapies off rather than disabling them. ====================== health professional's impression======================the company representative was not sure why the device reverted to the "out-of-the-box" settings. He said he would contact technical support to see if there was interference with the davinci robot or an issue when the patient was externally shocked.====================== manufacturer response for aicd, st. Jude unify======================the representative was not sure why the device reverted to the "out-of-the-box" settings. He said he would contact technical support to see if interference with the davinci robot or an issue when the patient was externally shocked was the source of the problem.